Event description:
During an implant procedure, while inserting the right ventricular (rv) lead, it was noted that the lead was kinked. The rv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not reveal any anomalies with the exception of damages that are consistent with procedural damage.